Event description:
Mother was bathing infant and picked up a blanket that the nurse had taken from the blanket warmer and placed in the crib. The mother then placed the blanket in the warm water of the bath basin so the infant could recline against the side of basin. After the bath, the mother then noticed a red area on the infant's upper back. The parents held the infant and about two hours later noticed a much smaller red area on the back of his neck with about a two millimeter blister. The provider was notified. Bacitracin ointment ordered and applied. Physician in to assess site.